Manufacturer narrative:
Other applicable components are:product ID 3093-33, lot# va0cwqd, implanted: (B)(6) 2013, product type: lead.

Event description:
Patient requested a reprogramming because she had a fall back in march of this year and fell on the implantable neurostimulator (ins) patient was reporting pain at the pocket site. Patient did not say that the implant caused the fall. The rep did not know what caused it. The rep ran an impedance check on the lead. Most every combination was out of range except for two combinations. The rep upped the voltage and the same electrodes were out of range of high impedance. The rep ran a battery check and the patient one to two years left on the battery. The rep informed the doctor's staff about findings. The staff was going to report the findings to the doctor and he would decide if a lead revision was in the patient's best interest. The rep has no information on this yet. A revision may be needed. The doctor was not there to make the decision. The office would call rep later to let me know the decision. The rep has not been informed of the doctor&#38112;decision for this patient. The issue was not resolved at the time of this report. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.